Manufacturer narrative:
The final results of any failure analysis or laboratory testing of the device listed in the report including a complete description of methodology(ies) used, an identification of the failure mode(s) and/or mechanism(s) and the associated component(s) involved, any conclusions based on the final failure analysis or laboratory test results. The returned device was sanitized with ethylene oxide gas, and then subjected to the following tests: all tests included a control device from the firm's inventory. Device airflow resistance a. The devices were challenged with stepped flow rates, increasing in increments of 10 lpm, from 10 lpm to 90 lpm. The air flow delta p readings obtained from the returned device, showed values that were higher than the control device. At a flow of 60 lpm, the differential pressure across the returned device was 9 cm h2o vs. 1.8 cm h2o for the control device. Hydrophobicity b: the standard hydrophobicity test was performed on the returned and control devices. Fluid exited the downstream mediaimmediately from the returned device and therefore it failed the standard hydrophobicity test. The control device passed the standard hydrophobicity testing.repeat device airflow resistance a: the air flow delta p test was performed again after the standard hydrophobicity testing. The results obtained showed that the returned device had higher values compared to the control device. Surface tension c: a surface tension evaluation was performed on the samples collected from the 22 mm ID side of the returned device. There was not enough fluid from the patient side of the returned device to perform an analysis. The values obtained from both the test sterile water and water from the control device were within the specified range (69-74 dynes/cm). The fluid obtained from the 22 mm ID port of the returned device had a slightly lower surface tension (65.05 dynes/cm.) Manufacturing lot history review: it is the firm's policy to conduct a review of the manufacturing lot history for any report of a product not performing as expected. In this case, since the lot number had not been recorded, no such review was possible. Methods: airflow resistance is measured by inserting the device into a standard test apparatus that provides airflow at defined rates, staring at 10 lpm and progressing in 10 lpm increments up to a flow of 90 lpm. Pressure transducers are located and the inlet and outlet of the device, and airflow resistance is determined as the difference (delta p) between in inlet and outlet pressure at a given flow rate. Surface tension is measured in kruss tensiometer k11 using distilled water and an eluate of distilled water from an unused device from inventory as controls.hydrophobicity is measured by subjecting the device to a static column of water 15 cm high. The device passes the standard hydrophobicity test by retaining the water on the side of the device membrane to which it was applied. If the patient or device problems (including any failure analyses) noted in this report are part of a trend analysis, please provide a complete list of all related MDR access numbers, as well as the basis for their inclusion in the trend, e.g. Common clinical presentation/observation, common component, common manufacturing process, known failure mode, etc. The following list of MDR numbers is based on reported blockages of devices for the same or related reorder codes in use during the procedure that was reported (i.e. Breathing circuit devices used in the expiratory line and developing elevated airflow resistance.) M146087,m721431, m722029: 2647898-1997-00006, 2647898-1997-00008, 2432733-1998-00011, 2432733-1999-00010, 2647898-2000-00027, 2647898-2001-00016, 2647898-2001-00037, 2647898-2001-00024, 2647898-2001-00026, 2647898-2002-00006, 9680602-2003-00002, 2647898-2009-00001. Please provide more information regarding the pall exhalation device (model #, etc.). Additionally, please discuss if any evaluation was conducted to confirm whether or not the device was clogged and what may have caused or contributed to the clog. Results & discussion: the returned device had a higher flow resistance (air flow delta p) than a control device. Fluid was observed within the device during the external examination and seen exiting the device during the air flow delta p testing. Therefore the hydrophobic nature of the media may have been compromised. The resistance appeared to have been altered (increased) in the used device. Such increases in resistance typically have been reported infrequently when nebulized medication has been administered. In this case, it was initially reported that no nebulized medications were employed. During a site visit by the firm's reps, however, it was indicated that in fact nebulized medication was part of the patient's treatment regimen. The labeling of the device includes the following: "under certain conditions, the nebulization of drugs or solutions may result in a sudden increase in the resistance of the expiratory device, necessitating replacement. For example, if drugs or solutions that contain detergents, have surfactant properties, or contain mucolytics that are ultrasonically nebulized or nebulized in the presence of a heated humidifier, an increased risk of greater resistance to flow may be observed due to blockage of the hydrophobic membrane. Therefore prior to nebulization of drugs or solutions for the first time consult with the drug product manufacturer and closely monitor airways pressure to assure continuing air flow to the patient. If resistance is found in the device, remove the device from the breathing circuit and replace with a new device." It was also reported that the patient had been making productive coughs and that frequent ventilator pressure alarms had been triggered. It is possible that the sputum and/or exudates from this cough partially blocked or altered the hydrophobicity of the device media, giving the somewhat increased (approx 5 fold) flow resistance above that of an unused (control) device in the expiratory circuit during the firm's airflow testing. It should also be noted that the user's hospital's practice of placement of the device in the center of the respiratory tubing, could make it difficult to assure conformity with the following label provisions regarding placement as reproduced below. (We did not receive details of the spatial orientation of the device in this case.) "Instructions for use: condensate can accumulate in the housing upstream and downstream of device medium, therefore, place device in upright position to permit the water condensate to drain from device inlet (upstream side of the device). This device is highly hydrophobic and will not allow liquid water to pass in either direction within normal operating pressure limits. For expiratory device location, use a water trap proximal to device inlet. Locate check valve distal to device outlet." Since, at the reporting facility, over the course of 3 years of clinical practice with the same model device, no similar incidences of flow resistance have been encountered, any possible contribution of the spatial positioning and location in the expiratory tubing of the device location toward being a factor in this event appears unlikely. Conclusion: laboratory testing confirmed the user's report of (partial) blockage. The partially blocked device exhibited alteration in the extent of its hydrophobicity. Although the root cause of the filter cannot be stated with certainty, it is consistent with the effects of nebulized medication on the flow characteristics of the device, and/or the migration of patient secretions and exudates down the expiratory line into the device, and/or the possible accumulation of condensed water vapor on the proximal surface of the device, resulting in the flow resistance reported by the user's facility's staff from the firm's laboratory evaluation and confirmed by the firm's laboratory evaluation. The reporter had determined that the clinical outcome was not due to the nature of the device performance. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
The returned filter was sanitized with ethylene oxide gas, and then subjected to the following tests: all tests included a control filter from the firm's inventory. Filter airflow resistance. The filters were challenged with stepped flow rates, increasing in increments of 10 lpm. The air flow delta p readings obtained from the returned filter, showed values that were higher than the control filter. At a flow of 60 lpm, the differential pressure across the returned filter was 9 cm h2o vs. 1.8 cm h2o for the control filter. Hydrophobicity: the standard hydrophobicity test was performed on the returned and control filters. Fluid exited the downstream media immediately from the returned filter and therefore it failed the standard hydrophobicity test. The control filter passed the standard hydrophobicity testing. Repeat filter airflow resistance. The air flow delta p test was performed again after the standard hydrophobicity testing. The results obtained showed that the returned filter had higher values compared to the control filter. Surface tension. A surface tension evaluation was performed on the samples collected from the 22 mm ID side of the returned filter. There was not enough fluid from the patient side of the returned filter to perform an analysis. The values obtained from both the test sterile water and water from the control filter were within the specified range. The fluid obtained from the 22 mm ID port of the returned filter had a slightly lower surface tension which measured 65.05 dynes/cm. Manufacturing lot history review: it is the firm's practice to conduct a review of the manufacturing lot history for any report of a product not performing as expected. In this case, since the lot number had not been recorded, no such review was possible. In summary: the returned filter had a higher flow resistance (air flow delta p) than a control filter. Fluid was observed within the filter during the external examination and seen exiting the filter during the air flow delta p testing. Therefore the hydrophobic nature of the media may have been compromised. The resistance appeared to have been altered (increased) in the used filter. Such increases in resistance typically have been reported infrequently when nebulized medication has been administered. Such increases in resistance typically have been reported infrequently when nebulized medication has been administered. In this case, it was initially reported that no nebulized medications were employed. During a visit by the firm's representatives, however, it was indicated that in fact nebulized medication was part of the patient's treatment regimen. The labeling of the model bb50t filter includes the following: "under certain conditions, the nebulization of drugs or solutions may result in a sudden increase in the resistance of the expiratory filter, necessitating replacement for example, if drugs or solutions that contain detergents, have surfactant properties, or contain mucolytics that are ultrasonically nebulized or nebulized in the presence of a heated humidifier, an increased risk of greater resistance to flow may be observed due to blockage of the hydrophobic membrane therefore prior to nebulization of drugs or solutions for the first time consult with the drug product manufacturer and closely monitor airways pressure to assure continuing air flow to the patient. If resistance is found in the filter, remove the filter from the breathing circuit and replace with a new filter." It was also reported that the patient had been making productive coughs. Also, that frequent ventilator pressure alarms had been triggered. It is possible that the sputum and/or exudates from this cough partially blocked or altered the hydrophobicity of the filter media, giving the somewhat increased (approx 5 fold) flow resistance above that of an unused (control) filter in the expiratory circuit during the firm's airflow testing. It should also be noted that the user's hospital's practice of placement of the filter in the center of the respiratory tubing, could make it difficult to assure conformity with the following label provisions regarding placement as reproduced below. (We did not receive details of the spatial orientation of the filter in this case.) "Instructions for use: condensate can accumulate in the housing upstream and downstream of filter medium, therefore, place filter in upright position to permit the water condensate to drain from filter inlet (upstream side of the filter). This filter is highly hydrophobic and will not allow liquid water to pass in either direction within normal operating pressure limits. For expiratory filter location, use a water trap proximal to filter inlet. Locate check valve distal to filter outlet." We understand that a water trap was in use during this event. Since we were given to understand that over the course of 3 years of clinical practice with the model bb50t filter, no similar incidences of flow resistance were encountered, any possible contribution of filter location to being a factor in this event appears unlikely. Conclusion: laboratory testing confirmed the user's report of (partial) blockage. The partially blocked filter exhibited alteration in the extent of its hydrophobicity. Although the origin of this effect cannot be stated with certainty, it is consistent with the effects of nebulized medication on the flow characteristics of the filter, and/or the migration of patient secretions and exudates down the expiratory line into the filter, and/or the possible accumulation of condensed water vapor on the proximal surface of the filter, resulting in the flow resistance effects reported from the firm's laboratory and the user's staff. The product labeling reflects the firm's experience with filter use, and includes as a warning in the instructions for use: "if resistance is found in the filter, remove the filter from the breathing circuit and replace with a new filter." It appears that the user's staff observed these warnings and took the recommended actions in a timely fashion. It should be noted that the filter performed its intended function of preventing condensate, secretions and microorganisms from entering the ventilator via the expiratory tubing. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that a patient with extensive past medical history was admitted to the intensive care unit in septic shock. The patient had increasing pulmonary secretions on draeger ventilator. The patient was being attended to by clinical staff for airway maintenance and frequent ventilator alarms. The patient arrested and expired. It was later noted that the pall exhalation filter was clogged. The reporter does not believe the death is related to the filter issue.